Manufacturer narrative:
Date of event corrected to reflect actual date of event.

Manufacturer narrative:
The field service engineer (fse) was at the customer site on 07/05/2016. The fse observed that the evacuation bypass valve (ebv) was malfunctioning. The fse replaced the ebv to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported bf (body fluid) control failure failed level 1 and level 2 (rbc running failing) on their iq200 system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.